Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, sensing and capture thresholds were high. A new lead was placed.